Event description:
While taking off pulse oximeter from left middle toe, we noticed a pressure injury from the device. Patient was found to have stage one pressure injury underneath pulse oximetry sensor on left middle toe. Patient transferred to icc from trauma stepdown - just over 24 hours previously, therefore injury occurred while the patient was on that unit. Pulse oximetry sensor used was covidien nellcor neonatal-adult spo2 sensor. Brown fabric sensor. While reviewing documentation in sunrise there were multiple shifts where respiratory therapy did not document an assessment of the skin underneath patient's respiratory devices.